Event description:
Physician used an abre self-expanding stent during treatment of a lesion in the patient's left common iliac vein. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. The device was not passed through a previously deployed stent and no resistance was encountered during advancement.. Deployment issues are reported. The thumbscrew/lock-pin was checked for securement prior to procedure and removed prior to deployment of the stent. The stent was attempted to reposition pulling stent back slightly and it deployed on its own. There was no attempts made to remove the stent. There was no deformation noted to the deployed stent. The delivery system was safely removed. There was no vessel damage noted. A second stent was placed to extend from the first one. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.